Event description:
It was reported that the bd syringe barrel was cracked. The following information was provided by the initial reporter translated from portuguese to english: issue identified based on video sample attached in the email.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
It was not possible to perform a DHR analysis because the batch number was not provided. We have reviewed the submitted video and can confirm the complaint. From the video evaluation, it is possible to see that there was a jam in the cylinder nozzle that caused the breakage. According to the fmea, the possible causes are misaligned discs or a piece stuck in the disc. However, without the batch number, we cannot investigate the batch history to identify the root cause. It is important to note that we perform automatic leak tests and visual inspections every 2 hours during the assembly process, although the defect was not identified in the sample inspection performed. All of our production processes are validated according to strict acceptance criteria. The identified incident will be monitored to assess future trends. Since the occurrence does not exceed the acceptable quality limit (aql) for the batch, no additional corrective or preventive actions are necessary at this time. We are committed to ensuring quality and customer satisfaction and will continue to monitor the situation closely.